Manufacturer narrative:
Section e: this event was reported by the sales representative. The health care facility is: (B)(6). Block h6: imdrf device code a150103 captures the reportable event of clip premature deployment during an upper endoscopy at an unknown location. Block h10: investigation results: the returned resolution 360 ultra clip device was analyzed, and a visual evaluation noted that the device was returned without the clip assembly attached and with evidence of full deployment. Additionally, the control wire was kinked. Microscopic examination was performed, and it was found that the device has evidence of full deployment. No other problems with the device were noted. The reported event of clip premature deployment was not confirmed. Investigation found that the device returned without the clip attached and with evidence of full deployment. Evidence that the clip was properly deployed. The returned device review showed no evidence of either the alleged(s) or any defect which could have contributed to the event. Therefore, the most probable root cause for this complaint is no problem detected.

Event description:
It was reported to boston scientific corporation that a resolution 360 ultra clip was used during a procedure performed on (B)(6) 2023. The anatomical location of the procedure is unknown. During the procedure, the nurse mentioned that the wire had broken while it was being deployed. The procedure was completed with an alternative device. There were no patient complications reported as a result of this event. No further information has been obtained despite good-faith efforts.

Event description:
It was reported to boston scientific corporation that a resolution 360 ultra clip was used during a procedure performed on november 13, 2023. The anatomical location of the procedure is unknown. During the procedure, the nurse mentioned that the wire had broken while it was being deployed. The procedure was completed with an alternative device. There were no patient complications reported as a result of this event. No further information has been obtained despite good-faith efforts.

Manufacturer narrative:
Section e: this event was reported by the sales representative. The health care facility is: (B)(6) hosiptal. Block h6: imdrf device code a150103 captures the reportable event of clip premature deployment during an upper endoscopy at an unknown location.